Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a failed drawer. The field service engineer (fse) determined upon arrival at the site, the reported issue had already been resolved, and no component failure was found on the station. The pharmacist was asked to log in and perform a full inventory of the drawer. All pockets were tested, and they opened successfully. No repair was required at this time as the issue was resolved. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.